Event description:
Pt wanted to complain that her synvisc one injection did not go well, her knee ended up swelling so bad that she was bed ridden for several days and was walking with a cane. I did advise the pt that she should f/u with med especially if her side effects are to that degree. She did state she did see md and md gave her cortisone shots. I advised pt that swelling is an expected with synvisc one but is should go away within couple days and should not last long. I highly advised pt to f/u with md for her next option. As per synvisc one leaflet states, if pt has significant swelling in leg to see md. Dose: 48 mg, once. Dates of use: (B)(6) 2015. Reason for use: osteoarthritis of leg.